Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal failed to deploy into the aorta; when the delivery device was removed, the seal came out with the delivery device. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal compliant number - (B)(4).